Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that patient experienced partial stent deployment and stent thrombosis. Vascular access was obtained via the radial artery. The 38mm in length, 3mm vessel diameter, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous and moderately calcified distal right coronary artery (rca). A jr4 6f non-bsc guide catheter and a rotawire were in place and a 1.25 rotablation was performed successfully. Many inflations were then performed as pre-dilation with a 2.75 x 18 non-compliant (nc) balloon; there was no sign of resistance, and the balloon was fully inflated. The distal rca was then stented successfully with a 2.5 x 16 synergy stent. Post-dilatation was performed with a 2.75 x15 nc balloon. A 3.00 x 38 synergy ii drug-eluting stent was advanced to treat the proximal lesion: overlapping with the first implanted synergy stent. The balloon was inflated at 18 atmospheres and the inflation was not optimal. The stent was not fully open in the middle and there was difficulty removing the stent balloon. Many post-dilations were performed with a variety of different sizes of nc balloons, but nothing changed. It was noted that the procedure stopped after 4 hours, and 30 minutes. It was noted that the patient opened some collaterals from the left side and was stable despite stent thrombosis. The patient experienced prolonged hospitalization and no further patient complications were reported.